Event description:
It was reported the instrument was used during a laparoscopic nissen fundoplication. During initial dissection of the phrenoesophageal ligament, the coag did not appear to be activated, yet no solid tone was present. The generator continued to emit the usual intermittent tone. Blade worked on and off until used to take the short gastrics. The test tip was used to check the hand piece. The test tip did not indicate hand piece malfunction. The case was continued with a new lcs blade system. There was no consequence to the pt.